Event description:
Per the clinic, the patient developed an infection and subsequently was treated with antibiotics (type, date and duration not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The patient underwent wound debridement procedure and explantation of the device on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.